Manufacturer narrative:
The product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on review of the similar incidents, there is no indication of a lot specific issue. The investigation determined the reported failure to advance and difficulty to remove appear to be related to operational circumstances of the procedure. Based on the reported information, it is likely that during advancement, the mildly tortuous, moderately calcified anatomy resulted in the reported failure to advance and difficulty to remove during retraction. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a mildly tortuous, moderately calcified mid left anterior descending artery. A ht versaturn guide wire attempted to cross; however, failed due to anatomy. It was noted resistance was met during removal with anatomy. The procedure was completed with a non-abbott guide wire. There was no adverse patient effects and no clinically significant delay. No additional information was provided.